Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(6).

Event description:
Caller reported an ER patient was tested with inform system 1 at about 8:30am and the meter displayed error 83 message, "error: extremely low blood glucose sample below the meter's reading range or a bad strip. Repeat test or follow your facility's policy." She interpreted the error 83 message as a blood glucose reading of lo and sent the patient to the special room they have to extreme cases called room 4. While in room 4, she used inform system 2 between 830am and 930a, time undetermined. This meter also read error 83. The nurse interpreted the error 83 message as indicating low blood glucose. The nurse did treat the patient with an amp of d50 at this time. She tested him again with inform system 2 at 9:39am and had a reading of hi, which on the system indicates a result in excess of 600 mg/dl. This result was found in the memory of the meter. She drew blood at 9:51am and sent it to the lab. The lab reading came back as 1151 mg/dl. The patient was determined to be in dka and dehydrated. A request was made for the return of the meter and strips, replacement meter was sent.